Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Returned device was not broken. No device failure occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an unknown tlif procedure from l5-s1. At an unknown time post-op, it was reported that the screws were broken. The patient underwent a revision to remove the broken screws. "It is unknown if any fragments were left in the patient."